Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 6 when going through the cartridge change process. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer has been using manual injections as alternate insulin therapy.

Manufacturer narrative:
Cartridge alarm 6- no failure identified.